Event description:
It was reported that the rotawire broke. An ng rotawire floppy single was selected for percutaneous coronary intervention (pci). During preparation, upon trying to pull the wire out of the hoop, the tip fell off. The procedure was completed with a different device. No complications were reported.